Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre 2 sensor. Customer received higher sensor scan results compared to readings obtained on another adc device and experienced a seizure and loss of consciousness. Customer was unable to self-treat and required treatment of glucose by third-party. Sensor scan results of 6.8 mmol/l, 6.2 mmol/l, 5.6 mmol/l were obtained and compared to glucose readings of 1.6 mmol/l, 1.4 mmol/l, and 1.2 mmol/l, however it is unknown when these readings were obtained in relation to the reported treatment. The results, when plotted on a parkes error grid, fell into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.